Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was not provided but requested. It was reported that there is a type iii endoleak (subtype unknown) noted. The physician treated the patient by implanting two additional iliac stent grafts within the stent grafts to treat the type iii endoleak subtype (unknown). The type iii endoleak, subtype unknown was resolved. The physician stated the event was related to the device. No additional clinical sequelae were reported and the patient status is unknown.